Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening, three openings assessed as surgical damage and a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9; h3; h6.

Event description:
Patient reported right side rupture and pain. Healthcare professional reported "hole, non-specific." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported "rupture and pain". This record is for the right side. The device remains implanted.

Event description:
Physician confirmed reported rupture via imaging. The device has been explanted and replaced. Hole, non-specific confirmed intraoperatively.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1 b5 b6 b7 d6b g2 h6.